Event description:
"It was reported that on (B)(6) 2023, a patient ""felt off"" and the nurse pressed the duress button on the nurse call locating badge, but the call did not go through. It was also reported that the event resulted in patient injury, however, despite multiple follow-up attempts, the customer has not provided any further details of the initial alleged harm/injury associated with the device, including injury details, chain of events, date of injury, medical and/or surgical intervention provided, possible delay in care, and additional patient information including admitting diagnoses, past medical history, gender, age and weight, and the patient¿s outcome. "This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom nurse call system provides visual and/or audible event alert notifications via designated communication devices (main console, ancillary staff console, hallway dome lights, mobile phones). Locating is an advanced feature of the nurse call system. When real-time staff locating badges are used in conjunction with the nurse call system, it allows staff to have the ability to quickly locate and communicate with a fellow staff member. Additionally, locating badges equipped with a duress button, allow a staff member to initiate a duress (urgent) call/alert for assistance in the event the caregiver is not in close proximity to a nurse call system station/button. The troubleshooting quick reference guide states: "testing system and battery response for a staff tag: when testing a previously activated badge, perform the following steps: - the badge must be within range of the centrak system (within 40' of the nearest centrak star). - hold down the hidden "4th" button at the lower left corner of the tag for 10 seconds. The red led at the center of the badge should flash to indicate the badge is powered up and successfully paging in. - if the led fails to flash, repeat for a few cycles. - if no led activity is seen, replace the tag battery with a centrak-approved battery. A review of the nurse call log files showed that the locating badge involved in this event had been offline since (B)(6) 2023, and no activity was noted for this badge after this date. A hillrom technician also performed multiple attempts to obtain additional information on the reported event, and it was einquired if batteries had been changed and if standard troubleshooting had been performed. The results of the log files review and badge troubleshooting guide were also forwarded to the customer; however, no additional information was received. In this event, it was reported that a patient sustained an injury as a result of a failed call from one of the customer's hillrom nurse call system locator badges. Multiple attempts were performed; however, the customer did not provide any additional information. Therefore, at this time it is unknown if the reported injury resulted in a permanent impairment of a body function or permanent damage to a body structure and/or if any intervention was completed to preclude permanent impairment of body function or permanent damage to a body structure, therefore injury severity is undetermined. Additionally, an initial investigation showed that the locating badge involved in this event had been offline for more than 2 months (B)(6) 2023 at the time of the event (B)(6) 2023. Based on the limited information available, the exact cause cannot be determined at this time. It is reasonable to conclude that the reported event was likely caused by use error/misuse (batteries not replaced and/or failure to confirm functionality) of the device due to the prolonged inactivity of the locator badge, however, a device malfunction cannot be excluded. If any additional and relevant information is received, the case will be re-assessed accordingly.